Event description:
A malfunction alarm was reported with the code malf 16. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy